Event description:
It was reported that the shaver tip broke from the shaver body. It was removed from the patient in its entirety; a new shaver was opened and the case continued as planned. No adverse event to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.